Event description:
Customer reported that an unresponsive diabetic patient was tested with inform meter 1 using comfort curve strip lot 552040 and got a result in the 120's (mg/dl). Rather than treating the patient for low blood glucose the nursing facility called emts. When the emts arrived they tested the patient on their meter (unknown type) and got a reading in the 20's (mg/dl). The facility then tested the patient again with strip lot 552040 on inform meter 2 and got a result in the 200's (mg/dl). The emts treated the patient for hypoglycemia and transported the patient to the hospital. The treatment provided was not known by the reporter. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.